Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: after investigation, the patient underwent nasal septum deviation repair surgery in the hospital on (B)(6) 2026. The surgeon used the suture (w9918) for tissue suturing during the surgery (the specific suturing tissue level and suturing method were unknown). During the suturing, the needle tip broke (the specific length of the broken end of the needle was unknown). The surgery team immediately carefully explored in the surgical incision and surrounding area to search for the broken needle, and assisted positioning with the help of c-arm fluoroscopy. Due to the broken area was too small, the broken part was finally not found, and then the surgery was completed routinely. The patient's current condition is stable and no subsequent adverse event reports have been received. Additional information was requested, the following was obtained: could you please provide additional details about the suture needle defect? - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Please refer to (B)(4), other information requested is unknown. Are there any photos available for visual analysis? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one used needle-suture piece were received for analysis. Product code w9918. Upon inspection of the returned sample, the swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the sample was tested by resistance test to needle and met the requirement. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported a patient underwent an surgical repair of deviated nasal septum on (B)(6) 2026 a suture was used. The needle tip of the suture broke and fell off. Although the surgical team immediately conducted a careful exploration of the incision and surrounding area, searching for the broken needle and using c-arm machine fluoroscopy to assist in positioning, the broken part was still not found because the broken area was too small (there was a risk of foreign body left). Due to multiple unsuccessful attempts during the surgery, after reporting to the superior physician for evaluation, it was decided to complete the suture. After the surgery, close follow-up and imaging review of the patient must be strengthened. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. -if the needle piece was not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. - did this event contribute to any patient adverse event? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.